Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. The service tech replaced part listed. Found that the screw which is attached to the release button which presses against the release lever needed to be adjusted. After adjusting it found the IV pole locking mechanism would not clamp the IV pole properly to keep it from falling. Part was ordered. Replaced the bearing sleeve IV pole per manufacturer specifications. Functionally tested the IV pole and it's still slightly loose but working better and holding in place better. Return device to service. The bearing sleeve was replaced per manufacturer specifications the device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no other problems identified related to the reported condition. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Corrected information is provided in h.10. Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. The service tech replaced part listed. Found that the screw which is attached to the release button which presses against the release lever needed to be adjusted. After adjusting it found the the IV pole locking mechanism would not clamp the IV pole properly to keep it from falling. Part was ordered. Replaced the bearing sleeve IV pole per manufacturer specifications. Functionally tested the IV pole and it's still slightly loose but working better and holding in place better. Return device to service. The bearing sleeve was replaced per manufacturer specifications corrected investigation: the device serial number history report indicates one further related issue has been reported for this device. On (B)(6) 2021 a service engineer verified the IV pole has slid entirely out of the trima machine. During inspection it was found that the center screw had come loose, the engineer re-seated the bearing sleeve block and centered and tightened the center screw. The service engineer functionally tested by pulling up on poll at highest setting to assure it will not come out and is not loose. The device was returned to service. One year of service history was reviewed for this device with one similar issue related to the reported condition identified. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be a defective bearing sleeve.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. The service tech replaced part listed. Found that the screw which is attached to the release button which presses against the release lever needed to be adjusted. After adjusting it found the IV pole locking mechanism would not clamp the IV pole properly to keep it from falling. Part was ordered. Replaced the bearing sleeve IV pole per manufacturer specifications. Functionally tested the IV pole and it's still slightly loose but working better and holding in place better. Return device to service. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.